Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lower eyelid blepharoplasty, while at the knot tying phase, the thread broke from the first suture strand 10 minutes into the procedure. The second thread also broke 5 minutes into the procedure. They were using an interrupted suturing technique. Further suture strands were opened to complete the procedure. The patient was alive with no injury.

Manufacturer narrative:
Device evaluation post market vigilance led an evaluation of ten devices. The visual inspection of the open samples noted four partial sutures and zero needles. The retainers were inspected with no abnormalities. The visual inspection and functional evaluation of the sealed samples had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.